Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited low pacing impedance. The patient was brought to the clinic and the atrial lead was capped and replaced on (B)(6) 2025. The patient was stable.